Manufacturer narrative:
H6. Investigation conclusion - cause traced to another device. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Through implant patient registry and medical records, it was learned that a 25mm 2700tfx aortic valve, implanted in the pulmonic position, was explanted after an implant duration of 3 years, 8 months due to failure of the conduit that was used to reconstruct the pulmonary artery. There is no evidence that the explanted valve had malfunctioned. The explanted valve and graft were replaced with a 25mm 11500a aortic valve and a newer pericardial graft. The patient was in recovery post procedure. Patient had acute post operative respiratory failure and vasogenic shock on pod 1. Vasogenic shock resolved on pod 3.

Manufacturer narrative:
Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve additional information and the device is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned that a 25mm 2700tfx aortic valve, implanted in the pulmonic position, was explanted after an implant duration of 3 years, 8 months due to unknown reason. The explanted valve was replaced with a 25mm 11500a aortic valve. The implantation data card indicated that the device explant was due to deficiency of the original device. The patient was in recovery post procedure.